Event description:
It was reported that the device had incorrect electrical plug fitted to device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Brand new sample came with united kingdom power plug. Products in australia must have their line cord changed prior sending to the customer as it needs to have the australian plug put in the device. Device sent from the warehouse without going through the service center to have the cable changed. The root cause of the reported issue was found to be that there is not an australian and bom established for this distributed product. Actions were taken to mitigate the reported issue: there will be a new australian part number and bom implemented into the system to provide for the proper ordering and fulfillment of this product. UDI information is unknown.